Event description:
It was reported that the device was sent in for maintenance but was in need of repair for damaged tray, damaged housing, damaged machine head, damaged neck part, damaged control bar and seized button. Damaged width plate was confirmed at investigation. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the threads of all 4 screws on the handle were damaged, the machine head was damaged, the switch was stuck, the hinge seal was damaged, 2 screws were worn, the unit was out of calibration, the control bar position was not correct and was damaged, the widthplates were damaged and a tray was damaged; however, the repair was not completed per the customer's request. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: UK.